Event description:
It was reported that an ilet user experienced pancreas pain for three days and a low blood glucose reading of 53, and the caller sought guidance on whether to go to the hospital; the agent completed a blood glucose questionnaire and advised contacting a healthcare provider. Symptoms included hypoglycemia. Outcomes included no hospitalization reported. Investigation included a complaint intake review and troubleshooting and education with the user. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.